Event description:
The operator of an advia centaur xp instrument observed smoke being emitted from the instrument. The smoke was accompanied by an electrical burning smell. The operator powered off and unplugged the instrument. There are no known reports of injuries or adverse health consequences due to smoke being emitted from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the power supply was damaged. The cse replaced the power supply and reset the instrument. The customer ran quality controls and the cse monitored the instrument performance for one hour. The cause of smoke being emitted from the instrument was a malfunction of the power supply. This instrument is performing according to specifications. No further evaluation of this device is required.